Event description:
It was reported that a patient observed air in the patient line of their cassette during peritoneal dialysis therapy. The patient was connected to the device at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The caregiver followed proper procedures to end therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.